Event description:
Endurant , valiant captivia stent grafts and non mdt stent grafts were implanted in the endovascular treatment of single-stage type I hybrid total aortic arch repair. Type I hybrid total aortic arch repair was defined as surgical total supra-arch debranching and zone 0 stent graft deployment to exclude the entire diseased aortic arch. The patients experienced various aortic pathologies including aneurysms, dissections and aortic ulcers. A patient presented at 2 months with a sudden aortic rupture. The patient expired suddenly without emergency treatment.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled;safety and durability of single-stage type I hybrid total aortic arch repair for extensive aortic arch disease: early- and long-term clinical outcomes from a single center and our 10-year of experience zhang b, wei y, liu y, lin h, liang s, dun y, yu c, qian x, guo h, sun x journal of thoracic disease 2021;13(11):6230-6239 http://dx.doi.org/10.21037/jtd-20-3479. If information is provided in the future, a supplemental report will be issued.